Manufacturer narrative:
Age at the time of the event: 18 years or older. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. A 5.00mm x 40mm x 135cm sterling balloon catheter was used for post-dilation . The balloon ruptured during the 1st inflation at 10atm. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.